Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 580 mg/dl at the time of the event and reported the insulin pump may have not been working due to battery cap was loose on the pump. The customer experienced symptoms such as confusion, feeling sick/unwell, flu like, headache, tired/weak, altered vision/vision changes, extremity pain/cramps, increased thirst, double pneumonia and diabetic ketoacidosis during hospitalization. The hyperglycemia was treated during visit to the emergency room, admitted to the hospital and emergency medical service dispatched. The event involved products mmt-751nas, mmt-332a, mmt-399a. Troubleshooting was partially performed and later customer declined to continue with troubleshooting. The customer had been using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue the use of the insulin pump. Mmt-751nas was requested and customer response was the device will be returned. It was unknown whether the customer will continue using the reservoir and infusion set. No product return is required for mmt-332a. No product return is required for mmt-399a.